Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned that were used for treatment. Two separate complaints were opened. The complaints stated: ¿the t2 pre-deployed.¿ both devices show signs of use. T1, t2 and suture were not returned for either device. The depth limiters were attached. One was cut open. The delivery needle was quite visibly distorted. It was bent downward and toward the right. The device no longer cycled or actuated properly due to damage. The delivery needle of the second device appeared normal with no damage noted. That device cycled and actuated as expected. The other device¿s needle delivery curve has been greatly accentuated. The deployment mechanism was cycled but required assistance to retract back to position. The condition of device #1 aligns with difficulty in reaching intended anchoring location. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the devices was confirmed. Products met specification upon release to distribution. The two devices were reported under two different reports. Report numbers: 1219602-2019-01151.

Event description:
It was reported that during surgery the t2 pre-deployed. A back up device was available to complete the procedure with no significant delay. No patient injury or other complications were reported.

Event description:
It was reported that during surgery the t2 pre - deployed. It is unknown if there was a backup device available or if there was a delay. No patient injury or other complications were reported.